Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adjustable band procedure, after entering the band through the trocar, the balloon was torn. It was removed and a new one was placed successfully. There was no patient impact.